Event description:
I started using freestyle libre 3 device around 06/09 and after 10 days of use - my entire body started with skin rashes and lot of itchiness, I could not sleep well because of this problem. Feeling really scary that what else other side effects I could have got which are unknown. Not sure how this product got introduced to patients without proper testing, hope it won't repeat and there won't be any problem for anyone's life due to these side effects.